Manufacturer narrative:
The lead was broken during explant and was discarded by hospital staff. The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing and high impedance measurements. A lead fracture was observed under fluoroscopy in the area just distal to the pocket, not near the heart. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.